Event description:
Rep reported that the patient returned to the hosp symptomatic after recent insertion of new codman programmable valve. Physician removed the valve after determining that the ventricular and distal catheters were patent. Valve was concluded to be either occluded or malfunctioning.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examination of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.